Event description:
On 10/18/96, datascope was notified that there were no further complications from the event and the patient's current status is stable. Event complications: lost pulses/fem-fem crossover-rpt'd 10/4; none-rpt'd 10/18/96. Patient's current status: stable-rpt'd 10/18/96.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The pattch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficult: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.